Manufacturer narrative:
(B)(4). Final analysis found an external abrasion which breached the outer insulation at 10.5 cm to 10.6 cm from the connector pin. The damage was consistent with occurring due to constant exposure to friction with another implantable device, this likely contributed to the reported noise.

Event description:
It was reported that the patient presented to a scheduled lead replacement procedure; the cause for the replacement was unknown. The right atrial lead had exhibited noise but additional information was not available at this time. All other lead electrical functions were noted to be normal. The lead was successfully capped and replaced. The patient was in good condition post surgery and would continue to be monitored.

Manufacturer narrative:
Correction to previously reported MDR-2017865-2016-04045; the lead was explanted and replaced and not capped as previously reported.

Event description:
Correction: the lead was explanted and replaced and not capped as previously reported.

Manufacturer narrative:
Correction to explant date - correct date is (B)(6) 2016.